Event description:
It was stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported. Unable to troubleshoot the insulin pump as the insulin pump is not present during the phone call. It was stated that an insulin pump trainer reviewed the insulin pump and no problems were found at the time. Nothing further was reported.

Manufacturer narrative:
Additional information: currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.